Event description:
Surgeon states he removed angel chik prosthesis, which was placed in 1985 for hiatal hernia and reflux. Reason for removal was that one strap broke and device migrated out of place. Upon removal of device, surgeon revised gastrojejunostomy and repaired hiatal hernia. Surgery was necessary due to device failure. Surgeon states no product identification available, and MFR unknown.